Event description:
It was reported by service report that the left side rail latch spindle was broken internally causing the side rail not to latch in the upright position. No pt involvement or adverse consequences are reported.